Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A rotational sensor malfunction caused the priming sequence to terminate earlier than expected, resulting in the needle's failure to deploy. Contamination on the commutator cap can be attributed as the cause of the rotational sensor malfunction.